Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), though the tip of the sheath was not abutting the vessel wall, no backflow could be confirmed and air intrusion occurred. Suspected valve damage. The leadless ipg was eventually placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned without the dilator and analyzed. Analysis indicated the distal seal of the delivery system introducer was damaged. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.